Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g130 scaler, the inserts are getting hot; no injury resulted.

Manufacturer narrative:
The water system is leaking water due to debris and corrosion. The handpiece is worn and the water tubing is kinked. Customer should also inspect the inserts being used with the unit as debris from the water system may have caused them to clog causing the overheating.